Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the pump's black box showed one pump reboot event after a call service 128 alarm on 05/21/2015. The battery compartment was cracked at threads on the side. The battery cap¿s threads were stripped and it couldn't fit securely onto the pump. The pump alarmed with a call service 128 alarm during the rewind step. The pump¿s cover was removed and moisture corrosion was found to the motor connector. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.